Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The customer was hospitalized for alleged dka/high bgs, under delivery anomaly and bolus anomaly on (B)(6) 2022. On (B)(4) the customer was hospitalized for alleged dka/high bgs on (B)(6) 2022. On (B)(4) the customer was hospitalized for alleged dka/high bgs on (B)(6) 2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. No under delivery anomaly noted. The pump recognized the water filled reservoir that was installed in the reservoir compartment. The pump was programmed with a 2.0 unit fill cannula delivery. Then the pump delivered the 2.0 units properly with water exiting the infusion set. The pump was programmed with multiple boluses and monitored. All boluses delivered completely. No bolus anomaly noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and care link upload was successful. There were 81 boluses listed on the event date (B)(6) 2022 in the pump history file. Please see the first 10 boluses listed below. On (B)(6) 2022 00:04:37.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 750 (0.075 u)bolus amount delivered: 750 (0.075 u) (B)(6) 2022 00:26:01.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u) (B)(6) 2022 00:31:01.000 normal bolus delivered (220)bolus programming method: cl1microbolus (5)normal bolus amount programmed: 250 (0.025 u)bolus amount delivered: 250 (0.025 u) (B)(6) 2022 00:36:01.000 normal bolus delivered (220)bolus programming method: cl1microbolus (5)normal bolus amount programmed: 250 (0.025 u) bolus amount delivered: 250 (0.025 u) (B)(6) 2022 00:41:01.000 normal bolus delivered (220)bolus programming method: cl1microbolus (5)normal bolus amount programmed: 250 (0.025 u)bolus amount delivered: 250 (0.025 u) (B)(6) 2022 00:46:02.000 normal bolus delivered (220)bolus programming method: cl1microbolus (5)normal bolus amount programmed: 250 (0.025 u)bolus amount delivered: 250 (0.025 u) (B)(6) 2022 00:51:02.000 normal bolus delivered (220)bolus programming method: cl1microbolus (5)normal bolus amount programmed: 250 (0.025 u)bolus amount delivered: 250 (0.025 u) (B)(6) 2022 00:56:02.000 normal bolus delivered (220)bolus programming method: cl1microbolus (5)normal bolus amount programmed: 250 (0.025 u)bolus amount delivered: 250 (0.025 u) (B)(6) 2022 00:59:24.000 normal bolus delivered (220)bolus programming method: cl1microbolus (5)normal bolus amount programmed: 250 (0.025 u)bolus amount delivered: 250 (0.025 u) (B)(6) 2022 01:04:51.000 normal bolus delivered (220)bolus programming method: cl1microbolus (5)normal bolus amount programmed: 1250 (0.125 u)bolus amount delivered: 1250 (0.125 u) there was no auto suspended alarm noted on the event date (B)(6) 2022 in the pump history file. Please see below for the user suspended alert listed on the event date (B)(6) 2022 in the pump history file. On (B)(6) 2022 14:36:20.000 insulin delivery stopped (30) reason for insulin delivery suspension: user suspended (2) the pump passed the functional testing. Unable to confirm alleged dka/high bg's. Under delivery anomaly not confirmed. Bolus anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. Blood glucose value at the time of incident is 400 mg/dl. Customer reported pump was not delivering insulin. Customer had symptoms of nausea. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. Troubleshooting was performed, customer reported hyperglycemia was treated with manual injection. Assisted customer with programming the pump and the issue was not resolved. The customer will discontinue use of the device. The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. The customer was hospitalized for alleged dka/high bgs, under delivery anomaly and bolus anomaly on 22-oct-2022. On svn 000314909999 the customer was hospitalized for alleged dka/high bgs on 21-oct-2022. On svn 000314909968 the customer was hospitalized for alleged dka/high bgs on 25-oct-2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. No under delivery anomaly noted. The pump recognized the water filled reservoir that was installed in the reservoir compartment. The pump was programmed with a 2.0 unit fill cannula delivery. Then the pump delivered the 2.0 units properly with water exiting the infusion set. The pump was programmed with multiple boluses and monitored. All boluses delivered completely. No bolus anomaly noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. There were 81 boluses listed on the event date october 22, 2022 in the devicehistory file. Please see the first 10 boluses listed below. October 22, 2022 00:04:37.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 750 (0.075 u). Bolusamountdelivered: 750 (0.075 u). October 22, 2022 00:26:01.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 250 (0.025 u). Bolusamountdelivered: 250 (0.025 u). October 22, 2022 00:31:01.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 250 (0.025 u). Bolusamountdelivered: 250 (0.025 u). October 22, 2022 00:36:01.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 250 (0.025 u). Bolusamountdelivered: 250 (0.025 u). October 22, 2022 00:41:01.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 250 (0.025 u). Bolusamountdelivered: 250 (0.025 u). October 22, 2022 00:46:02.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 250 (0.025 u). October 22, 2022 00:51:02.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 250 (0.025 u). Bolusamountdelivered: 250 (0.025 u). October 22, 2022 00:56:02.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 250 (0.025 u). Bolusamountdelivered: 250 (0.025 u). October 22, 2022 00:59:24.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 250 (0.025 u). Bolusamountdelivered: 250 (0.025 u). October 22, 2022 01:04:51.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1250 (0.125 u). Bolusamountdelivered: 1250 (0.125 u). There was no auto suspended alarm noted on the event date october 22, 2022 in the pdevice history file. Please see below for the user suspended alert listed on the event date october 22, 2022 in the pump history file. October 22, 2022 14:36:20.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2). The pump passed the functional testing. Unable to confirm alleged dka/high bg's. Under delivery anomaly not confirmed. Bolus anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2022. Customer¿s blood glucose value at the time of hospitalization was over 500 mg/dl. Customer was treated with intravenous insulin infusion drip at the hospital. Customer reported feeling sick and unwell such symptoms at the time of hospitalization. Customer's blood glucose level at the time of call was 400 mg/dl. Customer treated with insulin pen or manual injection. Customer reported nausea as a symptom of high blood glucose. Customer alleged that the insulin pump was under delivering insulin because their blood glucose would remain high after bolusing but went down with syringe. Customer was using auto mode feature at the time of high blood glucose event.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 and h6 section.